Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820r: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used. It was reported that during an electromagnetic (em) cranial case the system reported "localizer faulted". The site took both the side emitter and the breakout box (bob) to another navigation system and it worked fine. Technical services (ts) walked the manufacturer representative (rep) though the network device interface (ndi) toolbox. No faults found on the polaris spectra system control unit (scu). Ts walked the rep through printcameradiagnostics and it found an emitter fault. The site swapped the emitter into another system and it worked fine, no localizer faulted. The site swapped a new emitter into the system and reran the printcameradiagnostics. The system gave back the same emitter coil faults. The site tried this with several emitters and each time it would recognize the new emitter and still give the emitter coil faults. The repeated error suggested the scu was not reporting the correct inputs from the emitter. Conflicting information was received. It was reported there was no patient present, however, it was also reported that the issue occurred "during an em cranial case".

Manufacturer narrative:
H2, a1: patient info was updated. H2, b5: event details have been updated. H2, d10: concomitant product: product ID: 9735824r, lot #: -, ubd: unknown, UDI#: unknown h2, d10: concomitant product 9735820r lot #: t903130 h2, h3, h6: the system was serviced in the field. The emitter was replaced. Codes b01, c13, and d02 are applicable. H2, h3, h6: the returned emitter was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that ts realized the wrong part was sent and replaced. Additional information was received. It was reported that the error was discovered during equipment setup prior to the case, and therefore no patient was present.

Manufacturer narrative:
H2: additional information for continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820r, lot #: t903130, product ID: 9735824r, lot #: 603001809, ubd: unknown, UDI#: unknown, h2: the em controller, lot number: 603001809, was returned to the manufacturer for analysis. The em controller was found to be fully functional with no fault found. The reported event could not be duplicated by medtronic personnel. Previously reported codes b01, c19, and d14 are applicable to this analysis. H2 - h6: correction - the system was serviced in the field. The scu was replaced but it did not correct the localizer fault error. Then, the em controller was replaced. Previously reported codes b01, c13, and d02 are applicable. H2: please see section d9 for when the em controller was available for analysis. H2: the scu was available for analysis on 2025-07-18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.